Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. It was also noted that the ICD and right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements, which now were out of range. There was also increasing, but within range, pacing impedance measurements in the ventricle. Device replacement was recommended. This ICD was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.